Manufacturer narrative:
The customer's device was not returned for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Further communication with the customer indicated that the reported issue was regarding the device battery not charging. It was determined that the device is unrepairable and it was not returned for investigation. Root cause could not be determined. The device remains with the customer.